Event description:
Information received by medtronic indicated that insulin pump had blank display. The customer stated the display was blank for less than 30 seconds and then returned. Customer stated display was not blank currently. The customer stated that contacts on battery cap were missing or damaged. No harm requiring medical intervention reported. The device will not be retuned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.